Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a lost sensor alert. The customer's blood glucose level during the lost sensor alert was 446 mg/dl. The customer treated their high blood glucose with an insulin shot. The customer had changed the sensor. The customer's current blood glucose level was 430 mg/dl. The customer treated their high blood glucose with syringe. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.